Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - (B)(6) 2014. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient reported that patient underwent a right acl repair procedure in (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2015 as an "acl plug" reacted to the bone resulting in osteolysis. The patient further reports that the "plug worked it's way out and penetrate[d] the skin." No additional information has been provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.